Event description:
It was reported that during pre-test sterile water did not drain from foley catheter.

Manufacturer narrative:
The reported event is confirmed via CAPA associated. This is addressed by CAPA 12474540. Photo samples were submitted showing the deflated catheter. No visible defects were noted from the photo. The silicone catheter was returned with the syringe. The catheter balloon was inflated with 10ml methylene blue solution (mbs) using the returned syringe. No defects were noted. Attempted to passively deflate the catheter balloon, however, only 9.8ml deflated within 5min. Per (B)(4) revision 0, the catheter must inflate and deflate with a syringe. The catheter balloon was reinflated with mbs using the in-house syringe. The balloon concentricity was found to be 80/20, this does not meet specifications per (B)(4) revision 0 which states, "balloon testing for symmetry must not exceed a ratio of 70:30 when measured from the side of the shaft." This is documented via CAPA 11291030. The balloon passively deflated all 10ml within 51sec. The reported event is confirmed against the returned syringe. CAPA 12474540 identified the root cause of this failure as a combination of three (3) factors; provided water syringe does not meet user expectation for smooth engagement with the valve and no instructions are provided in the japanese IFU for aspirating to assist in deflation, deflation time or take off force criteria or specification to deflate the catheter has not been determined and it is unknown for the customers, inadequate process qualification performed with change in syringe supplier and mold change. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 12474540. Corrections: d, e, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pre-test sterile water did not drain from foley catheter.